Event description:
It was reported that the customer experienced an issue with the touchscreen on their pump, specifically that the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the problem through a pump reset and was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy.